Event description:
Unomedical reference number (B)(4). Event occurred in italy it was reported by the customer for the occlusion alarm and bg at the time of event was 204 mg/dl. In troubleshooting blockage is found at the site. No further information was available